Event description:
Patient reporting "surgeon advised to have them removed as soon as possible" and "I had a consultation with a surgeon as they are rippling quite badly and I wanted them changed anyway", I have also been advised "they need to come out as soon as possible based on the health risks". Patient has further reported that may have capsular contracture (unknown baker grade). This relates to the right device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.